Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device made weird sound while in use and "jumping¿ during testing. No harm reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On august 7, 2018, it was reported that the device made weird sound while in use and "jumping¿ during testing. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on august 20, 2018 revealed that the calibration was out of specifications. The motor speed was on the low end of the specifications but ran erratically. The head had a dent as if it had been dropped but it did not affect the function of the device. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on august 20, 2018 which included replacement of the power cord assembly, power switch, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical it was noted that the motor speed was on the low end of the specifications but ran erratically. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the motor speed was on the low end of the specifications but ran erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.